Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08125. Reference manufacturer report number: 1627487-2019-08126. Reference manufacturer report number: 1627487-2019-08127.

Event description:
Reference manufacturer report number: 1627487-2019-08125. Reference manufacturer report number: 1627487-2019-08126. Reference manufacturer report number: 1627487-2019-08127. It was reported that the patient was not experiencing adequate stimulation with their scs system. Reprogramming was attempted to no avail. Surgery may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient's occipital leads were re-positioned on 05dec2019 and effective therapy was achieved post-operatively.